Manufacturer narrative:
Device was received with a keypad overlay peeling off, and missing display window cover. Device p-cap / test reservoir locked properly in place. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had keypad chipped off. Customer stated that there was crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.